Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the reported malfunction could not be identified. The event can be prevented by following the instructions for use: do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the endoscope. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during device evaluation. That the distal sheath of the visera hysterovideoscope had fallen off. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.